Event description:
Crm received information that this lead dislodged. This lead was successfully repositioned and remains implanted. As a result, crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.